Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 4 of their pd treatment. The fluid leaked from the baxter adapter connection. There were no alarms prior to discovering the leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 4 of their pd treatment. The fluid leaked from the baxter adapter connection. There were no alarms prior to discovering the leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown. Additionally, no information was found on the sap system regarding the customer's shipment history of this product. Without sample availability, a lot number, or a shipment history, the alleged event could not be confirmed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.